Event description:
It was reported that the patient was experiencing pain. An x-ray was taken and the physician assessed that the superion indirect decompression spacer implant had migrated. The patient underwent a procedure where the device was redeployed more anteriorly. The patient is doing well post-operatively.